Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the implantable neurostimulator was turning off unexpectedly. The patient and the managing physician suspected that the device was turning off when the patient would walk through security detectors. When the device turned off the patient confirmed with the patient programmer. The device turned off on (B)(6) 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.